Event description:
Taken to operating room for laparoscopic tubal ligation and paratubal cyst removal. Grasper (biopsy forceps) introduced through a 5mm port to retrieve cyst. In the process of removing the grasper, through port, the black plastic coating on the grasper sheath sheared off and fell into the pt's peritoneal cavity. Retrieved black plastic coating (foreign object) after inserting 12 mm port, adding 20 mins of or and anesthesia time. No pt complications.